Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt had her scs system removed due to an infection on (B)(6) 2012, (reference MFR reports: 1627487-2012-04991 and 1627487-2012-04992). The pt had rec'd an anchor from a lead kit as part of her scs system. It was reported the anchor was inadvertently left implanted in the pt during the explant procedure on (B)(6) 2012. The physician reported the anchor eventually eroded through the pt's skin but no further complications were noted. It was reported the pt had fully recovered from the issue.